Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Product typ lead product ID 37752, serial# (B)(4), product typ recharger product ID 37743, serial# (B)(4), product typ programmer, (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) showed an "end of service" (eos) message. It was noted that the ins had been overdischarged "a few times." A replacement surgery was planned, but had not yet been scheduled. Additional information was requested but was not available at the time of this report.